Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot#: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was that they were having trouble charging the implanted neurostimulator (ins) in the last week or so. Pt had their husband helping them during the call. Agent had the pt reset the controller and then unlock the controller. Pt saw battery low recharge your implanted device soon. Agent had the pt open the batteries screen. The controller was at 100% and the ins was in the orange. Agent had the pt initiate an ins recharging session. Pt said that they usually laid down on the recharger paddle when charging the ins and they were sitting up now so they needed to put pillows behind them. Pt said that the charging connection was going between good and excellent. Agent had the pt reposition the recharger. Pt then saw that the charging connection was steady on excellent. Pt also confirmed seeing that the controller light was flashing green. Agent advised the pt to continue to recharge the ins and call back if needed. Pt then said that they could usually charge the ins okay, but there were times when it didn't charge okay. Pt then said that they saw recharging needs attention, so agent had the pt unlock the controller. Pt saw battery low recharge your implanted device soon, so agent had the pt tap ok. Pt noted that they had to tap ok a few times before the controller showed the batteries screen again. Pt said that last night after charging the ins for an hour and a half, the ins only got up to just barely 80%. Pt said that they were going to charge the ins earlier this morning but they didn't get around to it. Pt confirmed seeing recharging excellent throughout the remainder of the call. Agent reviewed best recharging practices with the pt. Pt then went on to say that they believed they saw the rep about a month or six weeks ago. Pt said that they were doing really well with the device, but they had all the numbers turned up too high on the controller, so the rep lowered the numbers and things were going well until about a couple weeks ago. Pt said that the rep told them to call ps for new equipment if they had any troubles. Agent reviewed with the pt that the equipment was working as intended during the call and to call back if the issue persisted. Patient representative called back from the registered phone number on file. Patient rep mentioned they think they need a new controller, recharger or both. Patient rep mentioned the patient was having constant problems with system to charge the implant like the controller spinning stays there for a long time which the patient rep will reset the controller. Patient rep unlocked the controller; controller showed 100% and implant 60%. Agent instructed patient rep to start a charge session; controller showed poor recharge quality, patient rep repositioned the recharger and implant was recharging with excellent quality. Patient rep mentioned the patient has a hard time find an excellent connection. Agent asked and patient rep mentioned patient gets the messages system problem rm06 and battery low replace the controller batteries soon. The issue was not resolved. A request was sent to repair to replace the controller. Additional information received from the representative (rep) that they have not seen this patient. The responses are based on that. They were out of the field last week so they didn't have a conversation with her but rep said that my voice mail does instruct patients to contact patient services with any equipment issues or concerns. Rep also said that patient was feeling too much paresthesia so they discussed they want it set to comfort and the patient agreed the numbers should be decreased. No issues noted or discussed at appointment. Charging issues were not the reason they met in august. Patients are always educated to call patient services if they have any concerns about equipment. Rep said they were unaware of any of these issues until email follow up sent. When last seen concern was feeling paresthesia. Turned to comfort. They have not heard from this patient. Additional information received that pt rep called back stating pt is trying to charge and the controller is showing checking recharger and not going beyond that screen. Agent had caller reset of controller, wipe of pins and connectors did not resolve the issue. Caller states they see no visual damage to the recharger telemetry module (rtm). Agent sent request to repair to replace the rtm. Pt called back stating they got a replacement controller. Pt tried charging the implant this morning and it did not charge. The controller stayed at 100% for an hour, the ins said excellent but it did not charge. The ins went down from 30% to red and was not moving up. On the call the controller was at 90%. On the call had pt reset the controller and clean the pins. At first it seemed to take a long time to connect and it was spinning on 'checking recharger'. It then went to normal charging screen and showed recharging excellent, the green light was blinking. Instructed pt to keep recharging. Called pt back in 30 min and pt confirmed ins moved up to 30%. Troubleshooting resolved the reported issue. Pt also mentioned sometimes the recharger gets too hot. Asked if pt was referring to previous recharger or the new one. Pt rep said all of them get hot or warm after pt lays on them for a while. The rep told them it will get warm or hot. Reviewed not to lie on paddle when recharging. Reviewed to use the recharging belt. Pt rep said laying on the paddle was the only way pt could charge. Pt then said sometimes they charged when sitting in a car. Pt said they will try to follow better charging practice.

Manufacturer narrative:
H3: analysis of recharger, model # : 97755-s; s/n : (B)(6). Reveled : white arrow rubbing off; complaint unverified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient. They reported that the cause of the ins charging/coupling issues was determined as the problem was that the charging/coupling connection frequently fail so they were told to blow into the port and wipe the connections. This frequently requires several attempts before connection was made. The steps taken to resolve the issue was that the answer was to hard wire the two together. A separate and simple usb c-port on the remote should be used.